Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge their scs system as recommended for approximately 3 months. Reportedly, the ipg would no longer communicate with any external devices. The ipg was confirmed inoperable for 4 months. Surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced with a new model which resolved the issue.